Event description:
Boston scientific crm received information that a stuck right atrial setscrew could not be loosened at changeout of this device, so the lead was cut and capped. After explant, the lead segment fell free of the device header. A replacement atrial lead and device were implanted with no adverse patient effects.

Manufacturer narrative:
Upon return to our post market quality assurance laboratory, pre-decontamination inspection noted a seven-inch lead segment was returned in the right atrial (ra) lead barrel and a broken wrench tip was returned in the ra negative (ra-) ring setscrew hex slot. The wrench tip and lead were removed without difficulty. The ra positive (ra+) retainer ring was bent upward, which would indicate that excessive force was used to retract the setscrew and induced damage to the retainer ring. All sealplugs were intact and all setscrews moved freely. Post-decontamination microscopic visual inspection noted electrocautery marks in the device casing and a hole in the ra- seal plug. The device was then put through and passed a series of automated diagnostic tests that verified the performance of the defibrillation, pacing, sensing, high-voltage shocking, and recording functions of the device.